Event description:
It was reported that the area to be treated was the saphenous vein graft (svg) to the right coronary artery (rca) with no calcification and no tortuosity. During advancement of the 3.75 x 20 mm nc trek over a non-specified guide wire, the hypotube of the nc trek separated in the guiding catheter. No resistance was noted with the guide wire. The guiding catheter was cut to remove the separated portion. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc trek catheter was not returned for analysis which may have aided in the investigation. Kinks or bends in the shaft can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, there were no kinks or damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the hypotube of the catheter was inadvertently handled during advancement in the guiding catheter, resulting the in the hypotube kinking. Further manipulation of the hypotube would have contributed to the separation. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. In summary, based on this investigation, there is no indication of a product quality deficiency.